Event description:
It was reported that the customer was in a car accident and was hospitalized due to injuries and high blood glucose. Customer's blood glucose reading at the time of hospitalization was over 500 mg/dl. Caller stated that the customer's insulin pump broke during the accident and he was driving at the time of the accident. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding display window glass and cracked on the back o the case. Unable to performed prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test due to damage display window.